Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. It was noted that the device was placed in the patient outside of IFU due to hostile neck anatomy. It was reported that patient had an explant procedure with an aorto-bi-iliac bypass due to a type v endoleak 71 months post index evar procedure. The patient had atrial fibrillation as a complication after the procedure. The cause of the endoleak that led to the explant is unknown but may have been related to challenging patient anatomy. No additional clinical sequelae were reported and the patient is fine.